Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported by the patient that he receives an alarm and hyperglycemia event. High blood glucose level displayed high and treated by correction bolus via pump. In troubleshooting blockage is found at the site. No further information was available.